Event description:
A user facility returned the olympus asset high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed, the device had green power light but no image. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, green power light was noted but no image was displayed due to a faulty band imaging (bi) board. The bi board was replaced, and the device resumed normal function. In addition, cosmetic wear was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty band imaging board. Olympus will continue to monitor field performance for this device.